Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient reported to the emergency department due to a heart rate lower than the programmed lower rate. The interrogation noted frequent ectopic beats with occasional oversensing on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was having bigeminy at the time and no intervention was required. No further patient complications have been reported as a result of this event.